Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode migrated from the implant position. X-rays were completed and reviewed by rhythmcare. Rhythmcare then provided further troubleshooting options including the repositioning the electrode. This electrode remains implanted. No adverse patient effects were reported.